Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 28 x 3.50mm stent delivery system was returned for analysis. The stent was not returned for analysis. The balloon cones were reviewed and no issues were noted. The balloon wings were wrapped and evenly folded and were not subjected to positive pressure. Visible crimp markings were evident along the length of the balloon, between the markerbands. Visual and microscopic examination of the bumper tip found no issues. Visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the length of the hypotube. Visual examination of the outer and inner lumen and mid-shaft section found no issues. The balloon was inflated to a rated burst pressure of 16 atm with no issues. A vacuum was pulled and the balloon deflated. The inflation device was verified before and after use. A recommended 0.014" guidewire was successfully tracked in the device to facilitate the functional testing. No other issues were identified during the product analysis.

Event description:
It was reported that stent damaged and stent dislodgment occurred. The 90% stenosed, 28mmx3.5mm target lesion was located in moderately tortuous and calcified left anterior descending artery, a 28mm x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, the stent was deformed when it scraped the lesion. It was noted that the metal beam of the stent fell off and was lost when the nurse was cleaning. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damaged and stent dislodgment occurred. The 90% stenosed, 28mmx3.5mm target lesion was located in moderately tortuous and calcified left anterior descending artery, a 28mm x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, the stent was deformed when it scraped the lesion. It was noted that the metal beam of the stent fell off and was lost when the nurse was cleaning. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.